Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient on 01/17/2017. The patient stated the MRI (magnetic resonance imaging) was performed due to a suspected bone infection which the doctor believed to be the cause of the patient's blood sugar to increase so fast. It was indicated that the MRI scan confirmed the infection. At the time of further contact, the patient was at home and was recovering. Additional patient or event information is not available.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they were feeling off like they were experiencing high glucose values; however, the cgm did not show that they were high. The patient drove himself to the hospital and upon arrival, the hospital staff performed vitals and discovered that the patient¿s values were inaccurate. It was indicated that the cgm was reading 197 mg/dl and the bg meter in the emergency room (ER) was reading 557 mg/dl. The patient was admitted to the hospital and was administered insulin. Additionally, the patient had an MRI performed but was unsure of what the procedure was for. At the time of contact, the patient was still in the hospital. Additional patient or event information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.